Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the battery logs found no errors recorded. Performance testing found that the battery fully charged and had a run time of over 8 hours. The evaluation determined that the reported complaint of the battery run time being less than 8 hours was not confirmed. The device was serviced, calibrated, tested and cleaned before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device internal battery had a reduced run time. There was no patient injury reported as a result of this incident.